Event description:
Customer reporting that they continually test sars positive using this kit while negative using other rapid antigen tests and pcr. Customer estimates 9 false positive results. Report 4 of 9.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product used. Source: email.